Event description:
Pt had bilateral total knee reconstruction in 1995 with a normal post-operative recovery. In early 1999, pt complained of pain in the right knee of gradual onset (denies any injury), also had some associated swelling and the symptoms worsened over time. Pt elected for total right knee revision in jan 2001. Operative reports indicates: upon entering joint "marked effusion and marked caseous type synovitis noted upon joint entry". "The tibial component was grossly loose and upon removal, it could be seen that the posterior medial tibial had an appropriate 1cm x 1cm piece absent"...that had probably fractured off."